Manufacturer narrative:
The events of capsular contracture and seroma-late are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Patient reported right side "swelling, twinges, pain, fluid", "contracture", recalled implants, and "radial folds". The event of depression is not related to the device. Device remains implanted.

Event description:
Patient additionally reported, "many healing problems at the time". And "curvatures diagnosed in an image exam".

Manufacturer narrative:
The event of "delayed healing" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.